Manufacturer narrative:
Medical device expiration date: n/a. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger button on a bd ultra fine¿ insulin pen needle was difficult to depress. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
The initial MDR was reported for difficult plunger movement which could result in inaccurate dosing. However, the device reported was a bd pen needle, which does contain a plunger. This incident should not have been reported and was over reported. The plunger movement was related to the insulin pen which is not a bd device.